Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Medical device - expiration date: 03/2019.

Event description:
It was reported that approximately six months after the placement of the chronic catheter via the left internal jugular vein, the patient allegedly developed bacteremia as the blood culture confirmed pseudomonas aeruginosa and had tachycardia, fever and became irritable. Therefore, broad spectrum antibiotics (piperacillin/tazobactam) and tissue plasminogen activator (tpa) were administered via a peripheral intravenous (IV) route. An alleged catheter aneurysm was identified without a leak and break, which was temporarily repaired using a splint, however, after resolving the infection, the catheter was repaired. The patient was stable post intervention.